Event description:
It was reported to philips that there was an image disk problem, preventing exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, a procedure was performed when the issue happened. The customer deleted few old patient data to make storage and completed the procedure. Philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon review, the fse identified an image disk problem, and data storage was not possible. Further investigation revealed that the storage capacity was full. To resolve the problem, fse cleared old patient data to free up storage and ensured data consistency. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.